Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. The distributor did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.